Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent a left hip arthroplasty on (B)(6) 2009. It was reported that the patient required a revision.

Manufacturer narrative:
An event regarding disassociation between an accolade stem and unknown head was reported. The event was confirmed through clinician review of the medical records provided. The medical review also indicated: extensive ossifications close to the joint space considerably stiffen the arthroplasty bearing, preventing thereby the normally flexible and supple movement properties in the bearing. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: extensive ossifications close to the joint space considerably stiffen the arthroplasty bearing, preventing thereby the normally flexible and supple movement properties in the bearing. This stiffening generates huge bending forces across the stem neck with femoral head mounted during normal hip movement which again causes excessive micromotion across the modular femoral head junction on the stem. Patient-related morbid obesity plus propensity to heterotopic ossifications in -and around the arthroplasty have contributed to an overload condition in and and around the arthroplasty bearing causing excessive corrosion with metal substance loss, loss of taper lock functionality and ultimately femoral head disassociation requiring revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the medical review indicated : extensive ossifications close to the joint space considerably stiffen the arthroplasty bearing, preventing thereby the normally flexible and supple movement properties in the bearing. This stiffening generates huge bending forces across the stem neck with femoral head mounted during normal hip movement which again causes excessive micromotion across the modular femoral head junction on the stem. Patient-related morbid obesity plus propensity to heterotopic ossifications in -and around the arthroplasty have contributed to an overload condition in and around the arthroplasty bearing causing excessive corrosion with metal substance loss, loss of taper lock functionality and ultimately femoral head disassociation requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient underwent a left hip arthroplasty on january 6, 2009. It was reported that the patient required a revision.